Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a prolapsed posterior. It was noted that after the steerable guide catheter (sgc) was inserted into the left atrium and the tip caused a pericardial effusion. An xtr was implanted. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Chordal rupture was observed after the slda. No additional clips were implanted. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated. The returned device analysis could not replicate the reported incomplete coaptation in a testing environment, as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation/slda (single leaflet device attachment) could not be conclusively determined. The reported mitral regurgitation and tissue injury appear to be cascading events of the slda. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.